Event description:
It was reported that the patient experienced a hypoglycemia event while using a dexcom g7 sensor with the ilet system, with blood glucose at 73 mg/dl and trending downward; the event was treated per physician guidance with three glucose tablets, after which glucose increased and stabilized at 128 mg/dl. Investigation included a complaint review and user education on hypoglycemia recognition and treatment. Further investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate treatment without hospitalization. It was concluded that, based on previously established findings for similar reports, the event was related to hypoglycemia with undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.